Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: outside of right fallollian tube') and pregnancy with contraceptive device ('pregnancy') in an adult female patient who had essure (batch no. 689939) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device inffective / failure to occlude". The patient's medical history included abdominal pain. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pelvic pain female") and vulvovaginal pain ("vaginal pain") and was found to have uterine leiomyoma ("uterine fibroids"). On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2012. At the time of the report, the device dislocation, pregnancy with contraceptive device, vaginal haemorrhage, menorrhagia, dysmenorrhoea, uterine leiomyoma, pelvic pain and vulvovaginal pain outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was unknown to the reporter. The reporter considered device dislocation, dysmenorrhoea, menorrhagia, pelvic pain, pregnancy with contraceptive device, uterine leiomyoma, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: there were noted to be three trailing coils from the right tubal ostia . Attention was then turned to the left tubal ostium where the essure device was inserted and deployed in a similar fashion . Single early intrauterine pregnancy, approximately 5 weeks and 5 days of gestation diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: unilateral occlusion (left tube occluded). Ultrasound scan - on (B)(6) 2012: uterine fibroid. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, vaginal bleeding, uterine fibroid, dysmenorrhea. Lot number: 689939 manufacture date: 2009-11 expiration date: 2012-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-oct-2019: quality safety evaluation of product technical complaint. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: outside of right fallopian tube ') and pregnancy with contraceptive device ('pregnancy') in an adult female patient who had essure (batch no. 689939) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective / failure to occlude". The patient's medical history included abdominal pain. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pelvic pain female") and vulvovaginal pain ("vaginal pain") and was found to have uterine leiomyoma ("uterine fibroids"). On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2012. At the time of the report, the device dislocation, pregnancy with contraceptive device, vaginal haemorrhage, menorrhagia, dysmenorrhoea, uterine leiomyoma, pelvic pain and vulvovaginal pain outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was unknown to the reporter. The reporter considered device dislocation, dysmenorrhoea, menorrhagia, pelvic pain, pregnancy with contraceptive device, uterine leiomyoma, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: there were noted to be three trailing coils from the right tubal ostia . Attention was then turned to the left tubal ostium where the essure device was inserted and deployed in a similar fashion . Single early intrauterine pregnancy, approximately 5 weeks and 5 days of gestation. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2011: unilateral occlusion (left tube occluded). Ultrasound scan on (B)(6) 2012: uterine fibroid. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, vaginal bleeding, uterine fibroid, dysmenorrhea. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr received: this case was upgraded from other event to incident. Event injury was updated as abnormal bleeding (vaginal, menorrhagia), migration of essure device location of device: outside of right fallopian tube, dysmenorrhea (cramping), pelvic pain, vaginal pain and uterine fibroids, pregnancy with contraceptive device, device ineffective. Patient date of birth, lab data and reporter added. Lot number added, essure insertion date was updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.